Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'ds occlusion' was not reproduced. A review of the event history log (ehl) revealed evidence of downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor and an out of adjustment downstream tubing guide. The downstream sensor and the downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.